Event description:
It was reported via repair work order that the patient left side rail would not latch due to a broken top rail at the spindle mounting flange and a loose spindle within the pivot block. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.